Event description:
It was reported that the patient was experiencing loss stimulation. The patient underwent a system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn : (B)(4), model: sc-2366-50, serial: (B)(4), batch: 15286855.